Event description:
The manufacturer was contacted in reference to the dreamstation auto bipap- device. The reporter alleged of having interstitial lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously, the incident was reported in relation to recall devices. The manufacturer was contacted in reference to the dreamstation auto bipap- device. The reporter alleged of having interstitial lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h has been updated/corrected.